Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6

Event description:
Healthcare professional reported right side "voluntary recall (other)", "ruptured", and "baker IV capsule". Device has been explanted.

Event description:
Healthcare professional reported right side "voluntary recall (other)", "ruptured", and "baker IV capsule". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed 1 opening assessed as fold flow opening. Anxiety - product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d1, d2. D4, d9, g4, h3, h4, h6.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "voluntary recall (other)", "ruptured", and "baker IV capsule". Device remains implanted.